Event description:
After a menstrual cycle while using u by kotex, I had vaginal pain, irritation, and discharge. After seeing my obgyn, I was prescribed metro doxynol which did not help. Since (B)(6) 2017, I have returned to my obgyn over 12 times in hopes of figuring out why my body is reacting this way. Any and all medication did not stop the reactions my body was having. It has cost me over (B)(6) in medication and doctor visits in the last year, and the problem is still on going . This has affected my ability to work, my confidence level, and has brought me to believe that this is something my body will not heal from. It has also affected my sexual-life with my partner and has problems in my relationship.